Event description:
Unilateral transplant pt (right) presented with bronchial stenosis to a scheduled flexible fiber bronchoscopy (ffb). After intubation and general anesthesia, right bronchus intermedius was treated with cryospray. The ventilator circuit was opened and the endotracheal tube (ett) balloon deflated in order to vent cryogen gas. Pt developed acute st segment changes and hypotension. Subsequent chest x-ray indicated tension pneumothorax. Placement of chest tube alleviated free air and symptoms. Pt made a full recovery from this pneumothorax.

Manufacturer narrative:
Device operated properly. The physician used the device outside the cleared indication and instructions/training without the active suction module (in the lung).